Event description:
Related manufacturer reference number: 2017865-2025-10469. It was reported that a patient presented with lead noise on the right atrial and right ventricular leads. The right ventricular lead noise was over-sensed. No intervention or adverse patient consequences were reported.